Event description:
The customer called to report that the reservoir only had one o-ring. Nothing further was reported.

Manufacturer narrative:
The reservoir was received with a missing o-ring. If used, the reservoir would leak.